Manufacturer narrative:
On-site investigation was performed. Based on provided information air gas module was replaced and the issue was solved. The unit passed all the tests and was returned for clinical use. The device's logs were not available for further investigation. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The cause of the reported issue has been determined, as related to faulty air gas module. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that ventilator generated an alarm of high air pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).